Event description:
Additional information: it was reported that the entire device system was explanted due to infection. The date of explant was unknown. The patient was reported to have been doing well; however, not receiving effective therapy, or any therapy, as the device system was explanted. The patient was to be rescheduled to have a new pump implanted soon.

Manufacturer narrative:
Product ID 8703w lot# l44973 serial# implanted: (B)(6) 1997 explanted:; product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician moved the pump and needed to add a section of catheter to do so. It was initially reported that there was erosion over the pump pocket, but it was later clarified that the pump "had not actually eroded," and the revision was performed for "prevention of erosion." There was no infection and the patient did not have any other symptoms or issues at that time. The pocket was moved from the right abdomen to the left abdomen. The catheter was spliced to the new piece in the right pocket, then tunneled to the left pocket and reattached to the pump. It was noted that the patient was doing well and had no issues post-operatively. The device system was used to deliver lioresal.